Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had an artificial urinary sphincter implanted about 17 years ago. He had always used one pad, but over the past two years he was using 8-10 pads per day. The patient as expected to contact a physician regarding the event.